Event description:
A visual inspection of the returned sample found the spike missing from the housing. Further inspection using a microscope found some traces of the assembly solvent present. However, the amount of solvent present was not sufficient to secure the assembly. This type of incident is a direct result of an operator/MFR error. As a result of this report, production workers in the mfg area and product engineers have been informed of this complaint. Also, the assemblers have been provided add'l training to help ensure that this problem does not occur in the future.